Event description:
The patient was implanted with a left ventricular assist device. The hosp. Reported that the patient's system controller was exposed to water and alarmed. Every alarm was activated. The patient's battery would aldo not keep charge. The patient was exchanged to a new system controller and battery.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.